Event description:
The customer reported that their central nurse's station (cns) missed an alarm.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at (B)(6) reported patient had an event and when looking at the history on the cns is does not populate on pu-621ra with serial#(B)(6). No patient event. Service requested: assistance in troubleshooting service performed: nkts had them pull up tabular trend and showed data. Data stopped showing on 3/14 for tabular trend. Nk ts identified that the unit had communicating with no error messages. It department called to follow up on assistance with the time and date being set wrong on the alarm history. Nk ts changed the time and date on the bedside, and then checked another bedside to confirm that the change was applied on the network, the time and date was also correct. Investigation summary: root cause of the issue was identified to be user error as the date and time settings were not correct on unit as well as network. Warranty of the device is valid till 03/01/2020. The patient is being monitored on bsm and or rns which has enabled alarming feature at the time of patient vial monitoring. If customer miss the bsm alarm along with cns, then it can cause threat to patient life at the time of vital monitoring. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: medium. However, in this case the monitor did alarm but the alarm history went missing due to user error in date and time settings. Therefore, no CAPA is required. Corrective action: to prevent the issues from recurring nihon kohden has issued an event investigation guide for customers which represents a step by step procedure for troubleshooting the cause of incident occurring on cns. Incidents include issues in tabular trends, arrhythmia recall, full disclosure, alarm history settings and alarm events. A copy of the event investigation guide has been attached in attachments for quick reference.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) missed an alarm. The customer also reported that one of their patients experienced an event for which they were unable to see the data in the cns's history. Nk technical support instructed the customer to verify if the alarm was showing on the bedside. They confirmed that the data was indeed showing in the bedside tabular trend. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a bsm was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: bsm: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) missed an alarm.